Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are:product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep on 2019-nov-04. It was reported that the cause of the muscle spasms was thought that the lead was touching a nerve which was causing the pain. An explant was planned but it was unknown if it was scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-dec-18. It was reported that the explant has been completed, the patient still had muscle spasms even with the lead out, and the pain physician believed it was unrelated. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced muscle spasms and increased pain under their breast since implant. There were no reported falls or external factors that may have led or contributed to the issue, the patient saw their physician to go over MRI and x-rays, and high-dose programming occurred to attempt to resolve the issues. The issues were unresolved at the time of report. It was reported that device explant was planned, however no explant date was given. No further complications were reported or anticipated.